Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 8/dec/2022, fresenius became aware of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = >5000 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1500 mg once daily x 14 days. As of (B)(6) 2022, the patient¿s peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. The patient was discharged home in stable condition on (B)(6) 2022 and is recovering from the events. A second peritoneal effluent cell count was obtained (wbc = <100 u/l) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the peritonitis was attributed to an unspecified touch contamination event, as a home evaluation revealed several breaches in aseptic technique. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The patient resumed ccpd following discharge and continues to utilize the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to an unspecified touch contamination event, after a home evaluation revealed several breaches in the patient¿s aseptic technique. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). End stage renal dialysis (esrd) patients undergoing peritoneal dialysis (pd) therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the patient¿s liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
On 8/dec/2022, fresenius became aware of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = >5000 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1500 mg once daily x 14 days. As of (B)(6) 2022, the patient¿s peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. The patient was discharged home in stable condition on (B)(6) 2022 and is recovering from the events. A second peritoneal effluent cell count was obtained (wbc = <100 u/l) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the peritonitis was attributed to an unspecified touch contamination event, as a home evaluation revealed several breaches in aseptic technique. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The patient resumed ccpd following discharge and continues to utilize the same liberty select cycler without reported issue.